Manufacturer narrative:
There are no devices of that same lot remaining in inventory for evaluation. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue encountered by their perfusionist when using a mps delivery set during a procedure. They reported that the perfusionist experienced two instances of leaking blood at the luer connection of the additive cassette. The report stated the first leaking set was observed before bypass and attempts to tighten luer did not resolve issue, so a new set was used. The second set also developed a slow leak after initiation of bypass. The devices were discarded by the hospital and not returned to the manufacturer for analysis. There were no patient complications reported as a result of the alleged event.